Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that she had high blood glucose of 486 mg/dl due to the no delivery alarm. The customer stated that the insulin pump was not delivering enough insulin. The customer performed manual prime and received no delivery alarm. The customer repeated the manual prime process and received no delivery alarm again. The insulin pump will not be returned for analysis.